Manufacturer narrative:
Ethnicity and race of the patient were requested from the customer, but they declined to provide. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for catalys system (s/n (B)(4)) showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported patient that surgeon had completed the catalys laser without complication. She also stated that in the or after the surgeon removed the capsulotomy he noted that the lens had shifted and broken the capsular bag. The surgeon aborted the procedure and performed an unplanned vitrectomy and sent the patient home aphakic. Patient was seen by a retina specialist the following day or the day after for follow-up. Customer also noted that this had occurred on the previous eye as well but the catalys was not utilized on this eye. Patient is doing well.